Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump alarmed no delivery while they were changing the infusion set. The insulin pump alarmed no delivery repeatedly. Customer's blood glucose level was 11.6 mmol/l. The alarm was resolved with a complete set change. The customer was unable to troubleshoot. The device was not returned.